Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested but was not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient required surgery due to recurrent dislocations to a mrh hinged knee on left knee. Patient had dislocated previously with triathlon ts insert and baseplate.